Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was near 400 mg/dl. Reportedly, the contact was not with the pump/customer at the time of report for troubleshooting.